Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an scs implant procedure on (B)(6) 2025, the patient experienced loss of sensory function and neuromonitoring changes. As a result, the procedure was abandoned to address the issue and patient was stable.